Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: pushed too far in/coils were inadvertently released somewhat too far into proximal fallopian tubes"), device expulsion ("foreign body in uterus"), pelvic pain ("pelvic pain/pain/pain"), uterine haemorrhage ("uterine bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 509790) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression (not recovered prior to essure), anxiety (not recovered prior to essure) and uti. Concurrent conditions included tonsillitis, stress incontinence, shortness of breath, migraine, uterine bleeding, hot flashes, pelvic discomfort, metrorrhagia, chest pain and sciatica. Concomitant products included amitriptyline hydrochloride (elavil), doxepin from 2013 to 2015, fluoxetine hydrochloride (prozac), ibuprofen since 2006, nortriptyline hydrochloride (pamelor) from 2008 to 2010, phenazopyridine hydrochloride (pyridium), sertraline (zoloft) from 2013 to 2017 and thomapyrin n (excedrin migraine). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia (seriousness criteria medically significant and intervention required), bladder spasm ("bladder or urinary problems or changes, bladder spasm, diagnosed with ic 2013, bladder pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2008, the patient experienced anxiety ("anxiety/sychological or psychiatric problem or condition worsening depression, anxiety"), arthralgia ("autoimmune disorder- joint pain from body attacking the coils and pet fibers, widespread muscle pain from the same"), myalgia ("autoimmune disorder- joint pain from body attacking the coils and pet fibers, widespread muscle pain from the same"), depression ("psychological or psychiatric problem or condition worsening depression, anxiety") and neuralgia ("neurological conditions or problems-widespread nerve pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), back pain ("low back pain"), memory impairment ("memory impairment"), chest pain ("chest pain"), abdominal pain lower ("right lower quadrant pain/left lower quadrant pain"), bladder pain ("internal bladder pain"), adnexa uteri pain ("ovary pain"), endometriosis ("endometriosis "), ovarian cyst ("left cyst"), genital haemorrhage ("abnormal bleeding"), pain ("wide spread body pain"), bladder injury ("damaged bladder/bladder affected"), micturition urgency ("bladder urgency"), pollakiuria ("frequent urination"), cystitis interstitial ("cystitis interstitial ") and urinary incontinence ("bladder incontinence"). The patient was treated with iron, surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)), surgery (ablation) and alternative therapy (cytoscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, uterine haemorrhage, back pain, anxiety, vaginal haemorrhage, dysmenorrhoea, arthralgia, myalgia, bladder spasm, dyspareunia, fatigue, memory impairment, depression, chest pain, neuralgia, abdominal pain lower, bladder pain, adnexa uteri pain, endometriosis, ovarian cyst, genital haemorrhage, pain, bladder injury, micturition urgency, pollakiuria, cystitis interstitial and urinary incontinence outcome was unknown and the pelvic pain and menorrhagia had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, anxiety, arthralgia, back pain, bladder injury, bladder pain, bladder spasm, chest pain, cystitis interstitial, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, memory impairment, menorrhagia, micturition urgency, myalgia, neuralgia, ovarian cyst, pain, pelvic pain, pollakiuria, urinary incontinence, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, abdominal pain lowe, menorrhagia, dysmenorrhea, joint pain, chest pain. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and mr received. Reporters details added. Case medically confirmed. . Patient's medical history was updated. Lot number was added. Events per pfs: abnormal bleeding (vaginal, menorrhagia); arthralgia, myalgia, device expulsion, device dislocation, genital haemorrhage, bladder injury, bladder spasm, dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); fatigue; memory impairment; pain; endometriosis, psychological or psychiatric problem or condition worsening depression, bladder incontinence, fatigue, polkakiuria, micturition urgency, interstitial cystitis, abdominal pain lower, ovarian cyst, ovarian pain and chest pain were added. Outcome of the events updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: pushed too far in/coils were inadvertently released somewhat too far into proximal fallopian tubes"), device expulsion ("foreign body in uterus"), pelvic pain ("pelvic pain/pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("uterine bleeding") in an adult female patient who had essure (ess205) (batch no. 509790) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "coils were inadvertently released somewhat too far into proximal fallopian tubes". The patient's past medical history included depression (not recovered prior to essure), anxiety (not recovered prior to essure) and uti. Concurrent conditions included tonsillitis, stress incontinence, shortness of breath, migraine, uterine bleeding, hot flashes, pelvic discomfort, metrorrhagia, chest pain and sciatica. Concomitant products included amitriptyline hydrochloride (elavil), doxepin from 2013 to 2015, fluoxetine hydrochloride (prozac), ibuprofen since 2006, nortriptyline hydrochloride (pamelor) from 2008 to 2010, phenazopyridine hydrochloride (pyridium), sertraline (zoloft) from 2013 to 2017 and thomapyrin n (excedrin migraine). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), bladder spasm ("bladder or urinary problems or changes, bladder spasm, diagnosed with ic 2013, bladder pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2008, the patient experienced anxiety ("anxiety/psychological or psychiatric problem or condition worsening depression, anxiety"), arthralgia ("autoimmune disorder- joint pain from body attacking the coils and pet fibers, widespread muscle pain from the same"), myalgia ("autoimmune disorder- joint pain from body attacking the coils and pet fibers, widespread muscle pain from the same"), depression ("psychological or psychiatric problem or condition worsening depression, anxiety") and neuralgia ("neurological conditions or problems-widespread nerve pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), back pain ("low back pain"), memory impairment ("memory impairment"), chest pain ("chest pain"), abdominal pain lower ("right lower quadrant pain/left lower quadrant pain"), bladder pain ("internal bladder pain"), adnexa uteri pain ("ovary pain"), endometriosis ("endometriosis "), ovarian cyst ("left cyst"), genital haemorrhage ("abnormal bleeding"), pain ("wide spread body pain"), bladder injury ("damaged bladder/bladder affected"), micturition urgency ("bladder urgency"), pollakiuria ("frequent urination"), cystitis interstitial ("cystitis interstitial ") and urinary incontinence ("bladder incontinence"). The patient was treated with iron, surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)), surgery (ablation), surgery (ablation), alternative therapy (cytoscopy) and surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, vaginal haemorrhage, uterine haemorrhage, back pain, anxiety, dysmenorrhoea, arthralgia, myalgia, bladder spasm, dyspareunia, fatigue, memory impairment, depression, chest pain, neuralgia, abdominal pain lower, bladder pain, adnexa uteri pain, endometriosis, ovarian cyst, genital haemorrhage, pain, bladder injury, micturition urgency, pollakiuria, cystitis interstitial and urinary incontinence outcome was unknown and the pelvic pain and menorrhagia had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, anxiety, arthralgia, back pain, bladder injury, bladder pain, bladder spasm, chest pain, cystitis interstitial, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, memory impairment, menorrhagia, micturition urgency, myalgia, neuralgia, ovarian cyst, pain, pelvic pain, pollakiuria, urinary incontinence, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, abdominal pain lowe, menorrhagia, dysmenorrhea, joint pain, chest pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: following company internal coding review, the reported event "migration of essure device location of device: pushed too far in/coils were inadvertently released somewhat too far into proximal fallopian tubes" was recoded to the meddra llt: device placement at incorrect location and llt: device dislocation incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: pushed too far in/coils were inadvertently released somewhat too far into proximal fallopian tubes'), device expulsion ('foreign body in uterus'), fallopian tube perforation ('perforation'), pelvic pain ('pelvic pain/pain/pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 509790) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "coils were inadvertently released somewhat too far into proximal fallopian tubes". The patient's medical history included depression (not recovered prior to essure), anxiety (not recovered prior to essure), uti, migraine and headache. Concurrent conditions included tonsillitis, stress incontinence, shortness of breath, migraine, uterine bleeding, hot flashes, pelvic discomfort, metrorrhagia, sciatica, pain bladder, polyuria, multiple allergies (amoxicillin pen), gas evolution in intestine, weight loss, right lower quadrant pain, spotting between menses, hot flashes, abdominal discomfort, anemia, dyspnea, congenital musculoskeletal abnormality nos, urinary urgency, urinary frequency, crying, feeling sad, hives, abdominal pain and malignant neoplasm of cervix uteri. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), diphenhydramine hydrochloride, doxepin from 2013 to 2015, fluoxetine hydrochloride (prozac), ibuprofen since 2006, nortriptyline hydrochloride (pamelor) from 2008 to 2010, phenazopyridine hydrochloride (pyridium), sertraline hydrochloride (zoloft) from 2013 to 2017 and tricyclic antidepressants. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), bladder spasm ("bladder or urinary problems or changes, bladder spasm, diagnosed with ic 2013, bladder pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and cystitis interstitial ("cystitis interstitial"). In 2008, the patient experienced anxiety ("anxiety/sychological or psychiatric problem or condition worsening depression, anxiety"), arthralgia ("autoimmune disorder- joint pain from body attacking the coils and pet fibers, widespread muscle pain from the same"), myalgia ("autoimmune disorder- joint pain from body attacking the coils and pet fibers, widespread muscle pain from the same"), depression ("psychological or psychiatric problem or condition worsening depression, anxiety") and neuralgia ("neurological conditions or problems-widespread nerve pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("uterine bleeding"), back pain ("low back pain / sore backs"), memory impairment ("memory impairment"), chest pain ("chest pain"), abdominal pain lower ("right lower quadrant pain/left lower quadrant pain"), bladder pain ("internal bladder pain"), adnexa uteri pain ("ovary pain"), endometriosis ("endometriosis"), ovarian cyst ("left cyst"), genital haemorrhage ("abnormal bleeding"), pain ("wide spread body pain"), bladder injury ("damaged bladder/bladder affected"), micturition urgency ("bladder urgency"), pollakiuria ("frequent urination") and urinary incontinence ("bladder incontinence"). The patient was treated with iron, surgery (ablation, hysterectomy full, salpingectomy (bilateral removal of fallopian tubes) and on (B)(6) 2011 underwent ablation) and cytoscopy. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, fallopian tube perforation, vaginal haemorrhage, uterine haemorrhage, back pain, anxiety, dysmenorrhoea, bladder spasm, dyspareunia, fatigue, memory impairment, depression, chest pain, adnexa uteri pain, endometriosis, ovarian cyst, genital haemorrhage, pain, bladder injury, micturition urgency, pollakiuria, cystitis interstitial and urinary incontinence outcome was unknown, the pelvic pain, menorrhagia and abdominal pain lower had resolved, the arthralgia, myalgia and neuralgia had not resolved and the bladder pain was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, anxiety, arthralgia, back pain, bladder injury, bladder pain, bladder spasm, chest pain, cystitis interstitial, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, memory impairment, menorrhagia, micturition urgency, myalgia, neuralgia, ovarian cyst, pain, pelvic pain, pollakiuria, urinary incontinence, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, abdominal pain lowe, menorrhagia, dysmenorrhea, joint pain, chest pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received new event added perforation was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: pushed too far in/coils were inadvertently released somewhat too far into proximal fallopian tubes"), device expulsion ("foreign body in uterus"), pelvic pain ("pelvic pain/pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("uterine bleeding") in an adult female patient who had essure (ess205) (batch no. 509790) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "coils were inadvertently released somewhat too far into proximal fallopian tubes". The patient's past medical history included depression (not recovered prior to essure), anxiety (not recovered prior to essure) and uti. Concurrent conditions included tonsillitis, stress incontinence, shortness of breath, migraine, uterine bleeding, hot flashes, pelvic discomfort, metrorrhagia, chest pain and sciatica. Concomitant products included amitriptyline hydrochloride (elavil), doxepin from 2013 to 2015, fluoxetine hydrochloride (prozac), ibuprofen since 2006, nortriptyline hydrochloride (pamelor) from 2008 to 2010, phenazopyridine hydrochloride (pyridium), sertraline (zoloft) from 2013 to 2017 and thomapyrin n (excedrin migraine). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), bladder spasm ("bladder or urinary problems or changes, bladder spasm, diagnosed with ic 2013, bladder pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2008, the patient experienced anxiety ("anxiety/sychological or psychiatric problem or condition worsening depression, anxiety"), arthralgia ("autoimmune disorder- joint pain from body attacking the coils and pet fibers, widespread muscle pain from the same"), myalgia ("autoimmune disorder- joint pain from body attacking the coils and pet fibers, widespread muscle pain from the same"), depression ("psychological or psychiatric problem or condition worsening depression, anxiety") and neuralgia ("neurological conditions or problems-widespread nerve pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), back pain ("low back pain"), memory impairment ("memory impairment"), chest pain ("chest pain"), abdominal pain lower ("right lower quadrant pain/left lower quadrant pain"), bladder pain ("internal bladder pain"), adnexa uteri pain ("ovary pain"), endometriosis ("endometriosis "), ovarian cyst ("left cyst"), genital haemorrhage ("abnormal bleeding"), pain ("wide spread body pain"), bladder injury ("damaged bladder/bladder affected"), micturition urgency ("bladder urgency"), pollakiuria ("frequent urination"), cystitis interstitial ("cystitis interstitial ") and urinary incontinence ("bladder incontinence"). The patient was treated with iron, surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)), surgery (ablation), surgery (ablation), alternative therapy (cytoscopy) and surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, vaginal haemorrhage, uterine haemorrhage, back pain, anxiety, dysmenorrhoea, arthralgia, myalgia, bladder spasm, dyspareunia, fatigue, memory impairment, depression, chest pain, neuralgia, abdominal pain lower, bladder pain, adnexa uteri pain, endometriosis, ovarian cyst, genital haemorrhage, pain, bladder injury, micturition urgency, pollakiuria, cystitis interstitial and urinary incontinence outcome was unknown and the pelvic pain and menorrhagia had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, anxiety, arthralgia, back pain, bladder injury, bladder pain, bladder spasm, chest pain, cystitis interstitial, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, memory impairment, menorrhagia, micturition urgency, myalgia, neuralgia, ovarian cyst, pain, pelvic pain, pollakiuria, urinary incontinence, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, abdominal pain lowe, menorrhagia, dysmenorrhea, joint pain, chest pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: pushed too far in/coils were inadvertently released somewhat too far into proximal fallopian tubes"), device expulsion ("foreign body in uterus"), pelvic pain ("pelvic pain/pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("uterine bleeding") in an adult female patient who had essure (ess205) (batch no. 509790) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "coils were inadvertently released somewhat too far into proximal fallopian tubes". The patient's past medical history included depression (not recovered prior to essure), anxiety (not recovered prior to essure) and uti. Concurrent conditions included tonsillitis, stress incontinence, shortness of breath, migraine, uterine bleeding, hot flashes, pelvic discomfort, metrorrhagia, chest pain and sciatica. Concomitant products included amitriptyline hydrochloride (elavil), doxepin from 2013 to 2015, fluoxetine hydrochloride (prozac), ibuprofen since 2006, nortriptyline hydrochloride (pamelor) from 2008 to 2010, phenazopyridine hydrochloride (pyridium), sertraline (zoloft) from 2013 to 2017 and thomapyrin n (excedrin migraine). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), bladder spasm ("bladder or urinary problems or changes, bladder spasm, diagnosed with ic 2013, bladder pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and cystitis interstitial ("cystitis interstitial"). In 2008, the patient experienced anxiety ("anxiety/sychological or psychiatric problem or condition worsening depression, anxiety"), arthralgia ("autoimmune disorder- joint pain from body attacking the coils and pet fibers, widespread muscle pain from the same"), myalgia ("autoimmune disorder- joint pain from body attacking the coils and pet fibers, widespread muscle pain from the same"), depression ("psychological or psychiatric problem or condition worsening depression, anxiety") and neuralgia ("neurological conditions or problems-widespread nerve pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), back pain ("low back pain"), memory impairment ("memory impairment"), chest pain ("chest pain"), abdominal pain lower ("right lower quadrant pain/left lower quadrant pain"), bladder pain ("internal bladder pain"), adnexa uteri pain ("ovary pain"), endometriosis ("endometriosis "), ovarian cyst ("left cyst"), genital haemorrhage ("abnormal bleeding"), pain ("wide spread body pain"), bladder injury ("damaged bladder/bladder affected"), micturition urgency ("bladder urgency"), pollakiuria ("frequent urination") and urinary incontinence ("bladder incontinence"). The patient was treated with iron, surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)), surgery (on (B)(6) 2011 underwent ablation), surgery (ablation), alternative therapy (cytoscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, vaginal haemorrhage, uterine haemorrhage, back pain, anxiety, dysmenorrhoea, bladder spasm, dyspareunia, fatigue, memory impairment, depression, chest pain, adnexa uteri pain, endometriosis, ovarian cyst, genital haemorrhage, pain, bladder injury, micturition urgency, pollakiuria, cystitis interstitial and urinary incontinence outcome was unknown, the pelvic pain, menorrhagia and abdominal pain lower had resolved, the arthralgia, myalgia and neuralgia had not resolved and the bladder pain was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, anxiety, arthralgia, back pain, bladder injury, bladder pain, bladder spasm, chest pain, cystitis interstitial, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, memory impairment, menorrhagia, micturition urgency, myalgia, neuralgia, ovarian cyst, pain, pelvic pain, pollakiuria, urinary incontinence, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, abdominal pain lowe, menorrhagia, dysmenorrhea, joint pain, chest pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2018: previously reported events- "right lower quadrant pain/left lower quadrant pain", "autoimmune disorder- joint pain from body attacking the coils and pet fibers, widespread muscle pain from the same , neurological conditions or problems-widespread nerve pain" and internal bladder pain " outcome updated to "- recovered / resolved, not recovered / not resolved and recovering / resolving" respectively from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: pushed too far in/coils were inadvertently released somewhat too far into proximal fallopian tubes'), device expulsion ('foreign body in uterus'), fallopian tube perforation ('perforation'), pelvic pain ('pelvic pain/pain/pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 509790) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "coils were inadvertently released somewhat too far into proximal fallopian tubes". The patient's medical history included depression (not recovered prior to essure), anxiety (not recovered prior to essure), uti, migraine and headache. Concurrent conditions included tonsillitis, stress incontinence, shortness of breath, migraine, uterine bleeding, hot flashes, pelvic discomfort, metrorrhagia, sciatica, pain bladder, polyuria, multiple allergies (amoxicillin pen), gas evolution in intestine, weight loss, right lower quadrant pain, spotting between menses, hot flashes, abdominal discomfort, anemia, dyspnea, congenital musculoskeletal abnormality nos, urinary urgency, urinary frequency, crying, feeling sad, hives, abdominal pain and malignant neoplasm of cervix uteri. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), diphenhydramine hydrochloride, doxepin from 2013 to 2015, fluoxetine hydrochloride (prozac), ibuprofen since 2006, nortriptyline hydrochloride (pamelor) from 2008 to 2010, phenazopyridine hydrochloride (pyridium), sertraline hydrochloride (zoloft) from 2013 to 2017 and tricyclic antidepressants. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), bladder spasm ("bladder or urinary problems or changes, bladder spasm, diagnosed with ic 2013, bladder pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and cystitis interstitial ("cystitis interstitial"). In 2008, the patient experienced anxiety ("anxiety/sychological or psychiatric problem or condition worsening depression, anxiety"), arthralgia ("autoimmune disorder- joint pain from body attacking the coils and pet fibers, widespread muscle pain from the same"), myalgia ("autoimmune disorder- joint pain from body attacking the coils and pet fibers, widespread muscle pain from the same"), depression ("psychological or psychiatric problem or condition worsening depression, anxiety") and neuralgia ("neurological conditions or problems-widespread nerve pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("uterine bleeding"), back pain ("low back pain / sore backs"), memory impairment ("memory impairment"), chest pain ("chest pain"), abdominal pain lower ("right lower quadrant pain/left lower quadrant pain"), bladder pain ("internal bladder pain"), adnexa uteri pain ("ovary pain"), endometriosis ("endometriosis"), ovarian cyst ("left cyst"), genital haemorrhage ("abnormal bleeding"), pain ("wide spread body pain"), bladder injury ("damaged bladder/bladder affected"), micturition urgency ("bladder urgency"), pollakiuria ("frequent urination") and urinary incontinence ("bladder incontinence"). The patient was treated with iron, surgery (ablation, hysterectomy full, salpingectomy (bilateral removal of fallopian tubes) and on (B)(6) 2011 underwent ablation) and cytoscopy. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, fallopian tube perforation, vaginal haemorrhage, uterine haemorrhage, back pain, anxiety, dysmenorrhoea, bladder spasm, dyspareunia, fatigue, memory impairment, depression, chest pain, adnexa uteri pain, endometriosis, ovarian cyst, genital haemorrhage, pain, bladder injury, micturition urgency, pollakiuria, cystitis interstitial and urinary incontinence outcome was unknown, the pelvic pain, menorrhagia and abdominal pain lower had resolved, the arthralgia, myalgia and neuralgia had not resolved and the bladder pain was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, anxiety, arthralgia, back pain, bladder injury, bladder pain, bladder spasm, chest pain, cystitis interstitial, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, memory impairment, menorrhagia, micturition urgency, myalgia, neuralgia, ovarian cyst, pain, pelvic pain, pollakiuria, urinary incontinence, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, abdominal pain lowe, menorrhagia, dysmenorrhea, joint pain, chest pain. Lot number:509790 manufacturing date:2006/01 expiration date:2007/02. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and uterine haemorrhage ("uterine bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), back pain ("low back pain") and anxiety ("anxiety"). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, back pain and anxiety outcome was unknown. The reporter considered anxiety, back pain, pelvic pain and uterine haemorrhage to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.